Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/09/2025, an arthrex subsidiary employee reported via email that an ar-2923bc biocomposite pushlock anchor had the tip of the eyelet broken. The procedure was completed using another ar-2923bc biocomposite pushlock anchor. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 06/23/2025: this issue occurred upon implant insertion on the patient during an arthroscopic bankart repair on (B)(6) 2025. All fragments were retrieved from the patient. There was no case delay, and no added anesthesia was administered. No adverse effects were reported on or after the surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.